Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set connection issue leading to hyperglycemia. The patient reported that infusion set was leaking because it was snapped by the door leading to connection issues. The insertion site was abdomen. The infusion set was in use for less than a day. The blood glucose level was 321 mg/dl at the time of event and the patient got treated with insulin infusion intravenous drip no further information available.